Event description:
The device was used during a thoraco lung partial resection. Reportedly, after firing the device, the gear cracked and the jaws would not open. Procedure was converted to an open procedure. Another device was used to finish the procedure.